Event description:
It was reported that a spectrum pump had an downstream occlusion; 23.26 psi w/jc8386 and 20.50 psi w/preventive maintenance set occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'downstream occlusion; 23.26 psi w/jc8386 and 20.50 psi w/preventive maintenance set occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to be within specification and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.